Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were damaged, there was super glue on the case halves. It was also noted that the display lens and battery release were contaminated, the control knobs, main seal, lead flex o-ring, keyboard, serial number label and encoder flex assembly were damaged, and one bail cover was broken.